Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient stated neither implant ever helped with her pain. The patient noted her pain came from injuries, surgeries, and scar tissue. The pain is located in the patient's feet and lower leg. The patient referred to it as nerve pain like people with diabetes have, but the patient does not have diabetes. The patient confirmed her first implant date was (B)(6) 2011 and her "2nd implant" was confirmed to be (B)(6) 2013, but it did not resolve the issue. The patient is planning a laser procedure for the pain. No further complications were reported. No additional patient symptoms were reported.